Event description:
Pt. Received breast implant in 1975. The breast implant had ruptured - the physcian did not know why and as far as he was concerned there was no known reason to cause the rupture. The implant was removeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: other, invalid data. Results of evaluation: none or unknown. Conclusion: device failed during assembly, device failure occurred but not related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, invalid data. Invalid data - on device destroyed/disposed of status.